Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that their insulin pump was damaged around the screen. The customer¿s blood glucose level was 280 mg/dl at the time of the incident and 278 mg/dl at the time of the call. Customer treated the high blood glucose by bolus with insulin pump. Customer also reported air bubbles along the reservoir and tubing. Customer completed troubleshooting. Customer did not allow the insulin to warm to room temperature prior to filling reservoir. The insulin pump needed to be replaced and advised customer to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis.